Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a fractured plate.

Manufacturer narrative:
The distal medial tibial locking plate was alleged to have fractured approximately 8 months after implantation. The provided x-rays have been reviewed and confirm that "the medial tibial plate is broken. There is a transverse fracture of the plate which corresponds to the level of the ununited distal tibial fracture." A second opinion provided in the surgeon notes also confirm the break in the locking plate. In the x-ray review it was stated that ¿no definite anomalies are noted with regard to the plate position/usage." The patient was discharged within 3 days after being admitted (admitted (B)(6) 2015 and discharged (B)(6) 2015). The discharge summary notes that the patient was "stable" and able to "walk with a walker." There are no additional complaints for this product/lot number combination. With the given information, a break in the distal medial tibial locking plate can be confirmed; however, a root cause cannot be definitively determined. There was no product returned for review so a physical evaluation could not be conducted. Review of the device history record and the receiving inspection report indicates that the product was manufactured to specifications.